Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's pump was explanted due alleged malfunction. No other information is known concerning the malfunction.

Manufacturer narrative:
Internal complaint number: (B)(4). Device evaluation could not determine a root cause for the issue.